Manufacturer narrative:
(B)(4). Concomitant medical product: persona constrained tibial articular surface provisional shim, catalog # 42527900400, lot # 62383735. The complaint device has been returned, but the device investigation has not yet been completed. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-01299.

Event description:
It was reported that the device was noticed to be fractured, worn and missing both ball bearings. No adverse events were reported with this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Product was returned and visual examination of the returned parts shows signs of repeated use and missing ball bearings. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The root cause of the reported issue is attributed to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.